Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #28 (type ii bone). Primary stability and osseointegration were achieved. The implant was removed on (B)(6) 2013, due to pain. Medical history: no significant findings.